Event description:
It was reported that two tsb35's were used during a laparoscopic appendectomy. It was reported by the affiliate that the instruments do not fire. There was no consequence to the patient.